Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, an enterprise2 4mmx39mm no tip vascular reconstruction device (product code: encr403900, lot number: 9262195) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x , lot number: unknown) and was unable to advance through the microcatheter. The physician subsequently removed both the stent and the microcatheter from the patient as a unit. New devices were then introduced, and the procedure was successfully completed without further issues.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 12-feb-2026 indicated that there was flushing during the procedure. The intended procedure was to treat an aneurysm. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedural delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.